Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no reported impact to the customer¿s blood glucose level. Technical support instructed the customer to ensure the pump was not connected to a power source and to attempt a reset by pressing the button directly; however, the issue persisted. Subsequently, the customer was advised to connect the pump to a known-working power source resulting in the pump display turning on momentarily, though the pump itself did not start. The pump will be replaced, and the customer will use multiple daily injections (mdi) as a backup therapy in the meantime. Tandem will provide a pre-paid label for the return of the problematic pump.